Manufacturer narrative:
(B)(4). Catalog #: unknown but referred to as a cook celect filter. Expiration date: unknown as lot # is unknown. Since catalog # is unknown the 510(k) could be either k061815, k073374 or k090140. MFR date unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2010." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on 02/02/2017 as follows: plaintiff allegedly received an implant on (B)(6) 2010 via the common femoral vein due to dvt and pulmonary embolism. Plaintiff alleges successful retrieval on (B)(6) 2012 and a second implant from a different manufacturer placed on (B)(6) 2012. Plaintiff is alleging vena cava perforation, bleeding, retroperitoneal hemorrhage, transecting of aortic fibrosis of filter.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference #(B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "vena cava perforation, bleeding, retroperitoneal hemorrhage, transecting of aortic fibrosis of filter". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. A reference is made to the instructions for use: in potential adverse events are mentioned: damage to the vena cava, pulmonary embolism, filter embolization, vena cava perforation, vena cava occlusion or thrombosis, hematoma at vascular access site, hemorrhage, infection at vascular access site, death. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
No additional information provided at this time. Per CT, (B)(6) 2012: " there is an infrarenal ivc filter. Note is made of several of the legs extending beyond the lumen of the ivc. One of these appears to extend medially into the aorta." Per CT, (B)(6) 2012: " stable position of ivc filter that is located infrarenally. Specifically, several limbs of the filter project outside of the lumen of the ivc with a left-sided limb projecting into the infrarenal abdominal aorta. "

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Additional information: investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: bleeding, retroperitoneal hemorrhage, transecting of aortic fibrosis of filter no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported bleeding, retroperitoneal hemorrage, transecting of aortic fibrosis of filter are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No relevant notes found on work order or device lot. No other complaints on lot. Product is manufactured and inspected according to specifications. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog number: unknown but referred to as a cook celect filter. Since catalog number is unknown the 510(k) could be either k061815, k073374 or k090140. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2010." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.